Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient's first ins lasted only 9 months because they had it on 24/7 and they "did not feel it". It took the pain away so they ran the battery down quickly but "they" said it was premature. They tried turning the ins down but then it didn't help enough. No further complications reported.